Manufacturer narrative:
Concomitant: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752; serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to a fracture of the leads. It was noted that a surgical revision of the leads occured on 2013-(B)(6). It was noted that an x-ray was performed and showed that the leads were fractured on 2013-(B)(6). It was noted that the patient did not require hospitalization as a result of the event and that the patient outcome was no injury.

Event description:
It was reported that the patient reported no stimulation sensation on the right side. It was noted that the patient went all the way up to 8v and still did not feel stimulation. It was noted that the patient never had it above 3v. It was noted that the patient noticed this four days prior to report. It was further noted that the patient¿s right hip and back really started to hurt. It was noted that the patient put her programmer up to her back and it said to ¿call her health care professional" (hcp). It was noted that the patient did not recall if or what code was associated with it. It was noted that it was no longer there. It was further noted that the patient had panic attacks sometimes and felt when she turned the stimulation up high it caused her to have a panic attack. It was noted four days prior to report the patient ¿hooked charger up to implantable neurostimulator (ins)and it said it was working fine.¿ it was noted that the patient fell ¿about one month¿ prior to report. It was noted that the patient did not have the ins checked after the fall. The reporter stated that the fall took her down for ¿about a week.¿ it was noted that the patient fell on her hands and knees. It was further noted that the patient fell so hard she peed her pants.

Manufacturer narrative:
(B)(4).